Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up. The pulse generator exhibited loss of wireless telemetry. A month later, the device was reinterrogated and wireless telemetry was confirmed. No patient symptoms were reported.